Manufacturer narrative:
The device was received by boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing showed that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Electrical and continuity testing were performed, and the device showed all results were within specifications. Additional testing was conducted, the device was able to complete an ablation without any difficulties. Laboratory analysis was unable to confirm the reported clinical observations; the device passed all relevant testing.

Event description:
It was reported that the catheter exhibited abnormal temperature evolution. During a procedure a blazer ii xp catheter was selected for use. The catheter exhibited abnormal temperature evolution where the temperature was blocked at 21 degrees celsius along with a sudden rise in temperature. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that there was tissue/coagulated blood adhesion noted on the catheters. The catheter was exchanged.

Manufacturer narrative:
Additional information added to b5 describe event or problem and patient codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited abnormal temperature evolution. During a procedure a blazer ii xp catheter was selected for use. The catheter exhibited abnormal temperature evolution where the temperature was blocked at 21 degrees celsius along with a sudden rise in temperature. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that there was tissue/coagulated blood adhesion noted on the catheter. The catheter was exchanged.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited abnormal temperature evolution. During a procedure a blazer ii xp catheter was selected for use. The catheter exhibited abnormal temperature evolution where the temperature was blocked at 21 degrees celsius along with a sudden rise in temperature. No patient complications were reported. The device is expected to be returned for analysis.